Event description:
Boston scientific crm received information that this ventricular defibrillation lead required revision due to dislodgement. R-wave measurements had dropped from 10 mv to 3 mv, and physician elected to revise at the same time as implanting a left ventricular lead.

Manufacturer narrative:
(B)(4). The right ventricular lead was successfully repositioned and all measurements are acceptable. However, no left ventricular lead was implanted. No adverse patient effects were reported. At this time, no additional information is available. If additional information becomes available, this event will be updated.